Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. During visual inspection, it was discovered that the pogo pins were burnt and had melted. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had burned marks on it. The unit was getting hot and melted some of the plastic near the metal connection points. It is unknown at this time whether there was any patient involvement associated with this complaint.